Event description:
The moog infinity feeding pump charger was not charging pump. Pump was discarded. Charger was replaced. This product was being used in the patient's home. The enteralite infinity kit includes the pump, charger, pole clamp, and an operator manual.this facility has had multiple problems with this device and has been in ongoing contact with the manufacturer. It is unknown why these problems are occurring. Patients experience a delay in nutritional therapy with these events.